Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 37 mg/dl., due to needing a settings adjustment. Reportedly, paramedics were called and assisted the customer by providing glucose for their bg level. During troubleshooting with tandem technical support, settings were updated to better meet the needs of the customer.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.